Event description:
The technician alleged that the bed had no bed functions electrically or manually and the head section was in the flat position. No injury reported.

Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.